Event description:
It was reported that during the surgical procedure, the customer experienced recurring system error code #20008 which could not be overridden. No patient harm, adverse outcome, or injury was reported. The procedure was completed with the sites other da vinci surgical system, causing approximately a one hour delay.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #20008 experienced by the customer was indicative of a mismatch between the primary and backup sensor for a particular axis associated with the left master tool manipulator (mtml). The system was repaired by replacing the affected mtml. The mtml was returned to isi for failure analysis investigation. Testing performed by engineering discovered that a motor encoder assembly on an axis of the mtml had malfunctioned, thus generating the system error code #20008 experienced by the customer. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The system error code #20008 appeared when the davinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system put davinci in a "recoverable safe state". As indicated in the complaint notes, the planned surgical procedure was completed with the site's other da vinci surgical system.